Event description:
The user facility reported to have used the device for an earlier procedure and experienced no difficulties. While preparing for the next procedure, the users reportedly noted smoke emerging from the rear of the unit. The user facility reported that the second procedure was completed with the user of another company's monopolar system. There was no pt harm reported.

Manufacturer narrative:
The electrosurgical unit referenced in this report was returned to olympus for evaluation. The evaluation did not duplicate the user's report of smoke emerging from the device. However, the evaluation noted what appeared to be slight thermal discoloration at the base of a resistor located on the oscillation board. The device was tested with a test electrode and was found to have operated appropriately. The exact cause of the reported phenomenon cannot be conclusively determined. The unit has been serviced and been returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.